Event description:
It was reported that stent dislodgement occurred. A 2.75 x 38mm synergy xd drug-eluting stent was selected for treatment. However, during preparation, the stent was detached from the balloon and was pulled off from the balloon delivery system when the stylet and protective covering was removed. The procedure was completed with another of the same device, and no patient complications were reported.